Event description:
On 10/16/97, 3/4 through a plateletpheresis double product procedure, (4600 ml processed, 455ml acid citrate dextrose given) donor felt pressure on his chest, shortness of breath and became red in the face. The procedure was stopped. Oxygen was given and within five minutes the donor recovered. The donor was sent to the ER electrocardiogram and blood test were run. Per subject account all results were normal. Donor left ER in good condition. The subject account spoke to donor the next day. The donor felt fine, but stated he could still taste the acid citrate dextrose. Account will draw samples for "eto-radio-allergo-sorbent test" test. Sample, used or companion, not available for eval.